Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. File was discarded. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that protaper gold rotary file broke. This is 1 of 3 complaints. Was not able to retrieve, file was incorporated into the root canal filling. No patient injury. No further treatment planned.